Event description:
During preventive maintenance the battery was found to be faulty. There was no patient involvement.

Manufacturer narrative:
The service technician replaced the battery to address the problem. The device successfully passed performance specification testing. (B)(4).

Event description:
During preventive maintenance the battery was found to be faulty. There was no patient involvement.

Manufacturer narrative:
.